Manufacturer narrative:
Product is not expected to be returned. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was placed in the ventricle and then exhibited poor threshold issues. The lead was relocated several times and then the lead's helix was unable to protrude. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects.